Event description:
This is a report of a patient who experienced and issue with the minicap sponge having inadequate iodine. The sponge was visible in the minicap; however, the sponge appeared to be dry. This issue was discovered prior to patient use with two minicaps. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
Complaint no: (B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured from 5/16/14 to 5/23/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed. The sample had the presence of iodine detected on the minicap¿s sponge. The reported issue was not verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.